Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. An allied health professional (ahp) was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and rv lead impedance variation. Follow up was conducted and it was verified that reprogramming had been completed. The lead currently remains in use. No patient complications have been reported as a result of this event.